Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 59 mm abdominal aortic aneurysm. It was reported that the patient presented for a follow up appointment and the aneurysm has expanded to 63 mm. Vessel morphology at the time of the event was reported that the patient has peripheral disease progression and a moderately angulated aortic neck. It was reported that a recent CT demonstrated an unknown type of endoleak. The physician elected to place an aneurx aortic cuff and the endoleak has resolved which indicates that there was a type I endoleak. The physician believes that the type I endoleak is due to disease progression of vessel and the moderately angulated aortic neck. There was also an iliac extension stent graft implanted for the possible treatment of a type iii endoleak, fabric. It was reported that after the secondary intervention, the patient was diagnosed with another unknown endoleak; however the patient refused any treatment. It was reported recently the patient presented emergently with an abdominal aortic aneurysm rupture. The patient had a type iii endoleak in his left limb either at the junction of the 20mm cuff and/or close to the gate. The patient's right common iliac artery was dilated as well. The physician elected to place an endurant limb at the flow divider on the left and extended to the hypogastric artery with an endurant. This successfully resolved the type iii endoleak. Due to the observed dilation on the right, the physician elected to place an endurant at the right hypogastric artery to line the dilated area in the right common iliac artery. No additional clinical sequelae were reported and the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, rupture), patient's condition affected effectiveness of device (anatomy related; disease progression of vessel and the moderately angulated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression of vessel and the moderately angulated aortic neck).